Event description:
Patient went to retina clinic for treatment of increasing distortion in his vision from scarring that resulted from earlier surgeries. Laser surgery was performed 2002. The patient alleges that while the dr was setting up the laser equipment, the laser unexpectedly fired. The patient heard a loud noise and had a blinding flash in his eye. Simultaneously a black spike appeared in his central vision and that the laser beam hit the patient's retina , severing nerve fibers leading to his central vision. This resulted in a permanent wedge-shaped blind spot in the patient's left eye extending to the exact center of his vision. Patient feels the dr apparently treated a larger area than he had agreed to do before the surgery. This left a large blind spot immediately below the patient's center of vision and permantley distorted his central vision.